Event description:
It was reported by the customer that they are unable to clamp one side of statlock onto midline catheter, was able to secure the clamp down using a steristrip. Stated this has happened occasionally in past but was observed by myself on a midline insertion response received from bd rep on (B)(6) 2023. It occurred once during a powermidline insertion. The nurses said they had experienced this occasionally in the past but that they had not reported it previously. A specific number of affected devices was not provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.